Event description:
The patient was treated 4 times by the lifevest. The patient's neurological status at the time of the event is unknown. The arrhythmias detected at time of the treatments are not visible. The post shock rhythm is not visible. The response buttons were pressed only once. The response buttons were pressed earlier in the detection sequence prior to treatment number 2 but not immediately prior to shock delivery. The response buttons functioned appropriately. No injury was reported from the treatments. The patient went to the hospital for evaluation. The patient continues to use the lifevest. Reporting event out of an abundance of caution.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. An investigation has not yet been completed on the monitor. Device evaluation of belt has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Awaiting distributor's evaluation of returned monitor.